Event description:
The patient was implanted with two leads of the same lot number. It was reported reprogramming captured bilateral legs to the feet but was unable to obtain coverage below the knees. The patient has fallen twice over the past 2 weeks and noted loss of stimulation below the knees since that time. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.